Manufacturer narrative:
Additional review indicated patient code (B)(4) is no longer applicable to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for non-malignant pain. Shocking was reported. Beginning in (B)(6) 2017, for or about the last week prior to (B)(6) 2017, the patient¿s back had been bothering her. The patient went to lie down and she felt little shocks or zappings while lying down. The patient laid down for about 30 minutes and felt about 20-30 shocks/zappings. The patient mainly noticed the shocks/zappings on (B)(6) 2017, but noted that it may have started before but she just thought it was something in her back. The patient made her hand into a fist and put it over where the implant is and the shocks/zappings eased up. Because of this, the patient thought a wire had detached. The patient turned stimulation off completely and hasn¿t felt any shocks/zappings. About four days prior to (B)(6) 2017, the patient felt a sharp spark in her leg. The spark was not felt in the leg that the device stimulated. The patient had not had any falls, trauma, or changes in activity. The patient was redirected to follow-up with a healthcare professional to have the device checked.